Event description:
It was reported that the patient is experiencing fluid loss with the artificial urinary sphincter(aus). The aus is not coapting to the urethra and the patient is experiencing recurring incontinence. No patient complications were reported in relation to this event.